Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that devices are being returned from a facility. Recalled poly and aseptic loosening were reported. Femur, tibia, poly, and patella were requested to be returned. No further information provided.